Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure within the colon on (B)(6), 2011. According to the complainant, while attempting to deploy the stent at the stricture site, the white handle would not move, preventing the stent from deploying. Further attempts by the nurse to get the stent to deploy caused the handle to break. The nurse noted that the anatomy was tortuous, and that the scope was torqued. No damage was noted to the device or packaging prior to the start of the procedure. The complainant was able to remove this device and use another wallflex to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.